Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/26/2009 and 07/06/2009 by phone, fax, and mail. A completed questionnaire has not been received.

Event description:
A surgeon reported a pt with hyperopic surprise following intraocular lens (iol) implant surgery. He also reported that the implant feet did not open completely. The iol was exchanged for the same model, different power iol. Additional information has been requested.